Event description:
A logistics process/procedure issue was discovered during an internal audit of drivers onsite and in use at the serbian product distributor. Freedom driver 5125 was removed from a.o.r.n. Dei colli mondaldi patient (B)(6) on (B)(6) 2022 for 120 day service but there is no record indicating syncardia received it. No evidence of a return request was found during preliminary investigation. A documentation error occurred listing a return request with the incorrect RMA number in the device tracking database. Additionally, the DHR for this driver lists last service date as nov 2021, however, at some point freedom driver 5125 was re-listed as freedom driver 5125a, indicating 120 day service or software upgrade occurred. No evidence of 120 day service found. Records then show that freedom driver 5125a was shipped from the european distribution warehouse in germany to serbia and was placed on patient (B)(6) (3262) as their primary driver on (B)(6) 2024. Driver has been removed from the patient and will be returned to syncardia for servicing. No adverse event or device malfunction was reported in reference to the affected driver and patient. Patient was switched to a backup driver without issue. An investigation will be completed to determine the cause for the shipping error and a follow-up MDR will be submitted.

Event description:
A logistics process/procedure issue was discovered during an internal audit of drivers onsite and in use at the serbian product distributor. Freedom driver (B)(6) was removed from a.o.r.n. Dei colli mondaldi patient 15-ve on (B)(6) 2022 for 120 day service but there is no record indicating syncardia received it. No evidence of a return request was found during preliminary investigation. A documentation error occurred listing a return request with the incorrect RMA number in the device tracking database. Additionally, the DHR for this driver lists last service date as nov 2021, however, at some point freedom driver (B)(6) was re-listed as freedom driver (B)(6), indicating 120 day service or software upgrade occurred. No evidence of 120 day service found. Records then show that freedom driver (B)(6) was shipped from the european distribution warehouse in germany to serbia and was placed on patient 22-gs (3262) as their primary driver on (B)(6) 2024. Driver has been removed from the patient and will be returned to syncardia for servicing. No adverse event or device malfunction was reported in reference to the affected driver and patient. Patient was switched to a backup driver without issue. An investigation will be completed to determine the cause for the shipping error and a follow-up MDR will be submitted.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms, indicating speaker 2 voltage too low when off and left driver pressure too low for long enough to cause a permanent time-out. Alarms were likely produced during power cycling of batteries and drivelines being disconnected during operation. Visual inspection of internal and external components found no abnormalities. Freedom driver passed all functional testing for acceptance at incoming inspection. No additional testing was required. Although driver was not sent back to manufacturer for 120 day maintenance as is stipulated in the system requirements, the driver passed all functional testing and was found to have been able to support a patient without issue. Failure investigation for this complaint confirmed the reported issue. The device was not correctly quarantined and returned to syncardia (manufacturer) for required maintenance after the request for equipment was initiated by syncardia, as is a requirement of the distribution warehouse. Additionally, during a location change and major employee change, the driver sat in inventory while the request for return issued by syncardia continued to not be executed. This device was then issued to a serbian distribution center and assigned to a patient. The patient was on the device for seven days prior to mandatory removal once the inventory and distribution error was discovered by syncardia. No adverse impact to patient was reported and no evidence of a device malfunction was found. The root cause of the incorrectly labeled driver as "a", indicating it had undergone a software upgrade, was determined to be a reporting error from the customer that was then incorrectly documented in subsequent documentation. It was later corrected and the device was confirmed to not have received the updated software. A nonconformance was opened to further investigate the inventory and logistics issues within this complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.